Event description:
Patient underwent a tubercle transfer for grade IV patellofemoral disease along with an implantation of the interpositional device in 2009. Tubercle transfer failed and was repaired in 2009. Implant dislocated and was removed the following month.

Manufacturer narrative:
Device was explanted. DHR review indicated that the device was manufactured to specifications.